Event description:
The hearing plate started to reach extremely hot level. All water in the tank evaporates in 2-4 hours. After that, I am actually breathing air with some weird chemical smell in it. The planet is so hot, that it can cause a burn if touched accidentally.